Event description:
It was reported that the tooth broke off during a knee revision procedure. The broken piece was removed and there was no patient injury reported.

Manufacturer narrative:
Device not returned for evaluation. Work order documentation reviewed and all specifications were met.